Event description:
Rptr states that after successfully implanting the universal baseplate, the surgeon encountered difficulty putting the screw through the 19mm insert and getting the screw to properly engange the baseplate (cat no 6632-3-610). The surgeon said the hole in the baseplate was two or three millimeters anterior to the hole in the insert, and he could not get the screw to engage the baseplate. He could not get the first 19mm insert to work so he opened another insert and encountered the exact same problem. Finallly, he shaved some of the poly off the insert in order to get the screw to engage the baseplate. There was no adverse consequence for the pt.